Event description:
It was reported that during a pulse field ablation procedure, after the catheter was connected to the cable, the cable could not be connected properly and could not be fully inserted, and no signal was displayed on the multi-channel monitor. It was noted a large amount of adhesive residue at the catheter tail cable interface and determined that the catheter needed to be replaced to proceed with the ablation. A new catheter was opened and assembled per protocol; however, the same connection difficulty, inability to fully insert, lack of signal display, and adhesive residue at the tail cable interface were again observed. The catheter was replaced, and the case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.